Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was sent for flow rate testing and delivered within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had over infusion of total parenteral nutrition (tpn) during therapy. The medication was programmed at 70.8 ml/hr for 24hours (programmed volume to be infused (vtbi) 1700ml. There was 50ml overfill in the bag, yet the bag ran dry with remaining vtbi on the pump: 91.6 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.